Event description:
Related to MFR report # 2183959-2011-00508. Related to MFR report # 2183959-2011-00510. It was reported that a perigee graft was implanted on (B)(6) 2007. The pt "experienced severe pelvic pain and mesh erosion after placement of perigee... Transvaginal mesh products. On (B)(6) 2010, the exposed mesh in the posterior compartment of the vagina was surgically removed and the band of mesh in the obturator membrane was released."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.